Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test during rewind, motor error and other error alarm found in the alarm history as a result of a motor encoder signal being out of phase. The device was received with cracked reservoir tube lip and scratched screen.

Event description:
The customer reported getting an error alarm and the device asked to reprogram. The caller stated that the insulin pump was stuck at time and date set up. The customer stated that the device was exposed to a high magnetic field. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.